Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/48; cat# 1236-2-848; lot# 55537301, size 6 accolade ii 132 deg; cat# 6720-0635; lot# 54539901, modular dual mobility insert; cat# 626-00-42e; lot# 53251803, tritanium revision acetabular; cat# 509-02-56e; lot# w460ad, acetabular dome hole plug; cat# 2060-0000-1; lot# p15a9m. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
Patient presented to or today with possible left hip infection. Dr who originally did her hip replacement on (B)(6) 2016 , wanted to proceed with an irrigation and debridement including a head exchange during procedure.